Event description:
It was reported that pump displayed malfunction code and associated fault message, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was given instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.